Event description:
It was stated that the device displayed "alarm, cassette not recognized." There was patient involvement, and no patient harm reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history review of the reported lot number was done since no lot number was provided. If the product is returned, this complaint will be reopened for further investigation. Additional related reports: #3012307300-2025-01356-00.